Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose level was 125 mg/dl.